Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the usb port issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level was 235 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump battery was depleting quickly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.